Event description:
Pt developed complete heart block with no escape rhythm for a few seconds; associated with loss of consciousness, followed by slow escape rhythm which spontaneously changed to sinus rhythm without the need for atropine or cardiac resuscitation.